Event description:
It was reported that during device preparation prior to the procedure, the protective sheath was removed from the 014 whisper ls guide wire and the distal tip was observed to be extended (stretched). The device was not used and there was no patient involvement. The procedure was performed without a clinically significant delay using another unspecified guide wire. Return device analysis revealed the distal end of the polymer coating was thin distal to the proximal solder for a length of 5.4 cm exposing the tip and proximal coils. The polymer coating was stretched and torn at the same location of the noted stretched tip coils. Additional information indicates that there was no manipulation of the guide wire prior to return shipment. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed. The polymer coating was stretched and torn at the same location of the noted stretched tip coils. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.